Event description:
This unsolicited case from united states was received on (B)(6) 2017 from the physician. This case concerns a patient (age and gender unspecified) who received treatment with synvisc one injection and after few hours the patient experienced reactions/they were hurting/very painful and after unknown latency drained both knees. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017 at 10:00 hours, the patient received treatment with intra-articular synvisc one injection, once (dose, lot number and expiration date: not reported) in both the knees for very painful. On (B)(6) 2017 (by 4 pm), few hours of receiving the injection the patient reported knees were hurting, and was very painful on the morning. It was reported that both the knees were drained and injected some steroid (unspecified) (latency: unknown). It was the worst one patient had ever seen in a couple years. Corrective treatment: unspecified steroids for both the events outcome: unknown for both the events seriousness criterion: required intervention for both the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 50195 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 08-nov-2017. Global ptc number and ptc results added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on 31-oct-2017 from the physician. This case concerns a patient (age and gender unspecified) who received treatment with synvisc one injection and after few hours the patient experienced reactions/they were hurting/very painful and after unknown latency drained both knees. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017 at 10:00 hours, the patient received treatment with intra-articular synvisc one injection, once (dose, lot number and expiration date: not reported) in both the knees for very painful. On (B)(6) 2017 (by 4 pm), few hours of receiving the injection the patient reported knees were hurting, and was very painful on the morning. It was reported that both the knees were drained and injected some steroid (unspecified) (latency: unknown). It was the worst one patient had ever seen in a couple years. Corrective treatment: unspecified steroids for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for both the events